Manufacturer narrative:
Terumo did not receive the actual device for eval, the exact root cause could not be identified. Customer technique may have contributed to the event. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system that prior to vein harvesting procedure, during set-up, the endoscope was blurry. The product was not changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully and without delay.